Event description:
The report received from the affiliate indicated that during a percutaneous transluminal angioplasty (pta), two (2 each) powerflex pro balloon catheters (bc) ruptured at six atmospheres (6 atm.) Of pressure during dilation of the right common iliac artery target lesion. The catheters were: an 80 cm. 6 mm. X 2 cm., and an 80 cm. 8 mm. X 4 cm. Another bc was used to complete the procedure successfully. There was no reported patient injury. There was no reported patient injury. The products were clinically used and they will not be returned for analysis. The right common iliac artery target lesion was reported to be: a 90% stenosis, heavily calcified, and moderately tortuous. The balloon burst occurred during the first inflation for both balloon catheters. There was no reported difficulty removing the products from the packaging or difficulty removing the protective balloon covers or stylets. The products were inspected prior to use and appeared to be normal. The products were prepped properly according to the instructions for use (IFU) with no problems noted. There were no kinks or bends noted upon inspection prior to use. There was no reported resistance/friction reported while advancing the catheters through the rotating hemostasis valve, or guiding catheter. An unknown inflation device was used and was used subsequently with other devices. There was no reported difficulty crossing the target lesion. The catheters were never in an acute bend. The catheter did not kink during use. The catheter was removed easily from the patient and was intact. No additional information is available.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2014-00185 and # 9616099-2014-00186.